Event description:
It was reported that during the implant procedure, the lead could not get across the tricuspid valve due to patient issues. This lead was not used. The device was reported to have been turned "on" for a couple of months, and since then it was "stuck in a loop and unable to check impedance." Per tech services, the device had to be discarded. This device was not used. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Grommet damage was noted. (B) (4): no anomalies found; defibrillation conductor distorted.